Event description:
During a robotic assisted bilateral inguinal hernia repair on (B)(6) 2023, the robotic large suturecut needle driver was reported to not "rotate well when in use," per failure report. The robotic needle driver was removed from field, replaced with a new instrument, then tagged and sent to spd (sterile processing department) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.